Event description:
It was reported that the patient's rechargeable dbs implantable neurostimulator (ins) was in overdischarge and the manufacturer's re presentative was able to bring it out today and the patient was now charging normally. The caller wanted to know how long he should charge patient with normal charging before connecting to the ins. Tss reviewed considerations. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.